Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe was not cutting the vitreous during a vitrectomy procedure. Aspiration was present. The product was replaced and the procedure was completed without consequences to the patient. The product sample was discarded by the facility. Additional information has been requested.

Manufacturer narrative:
A device history record review for each of the probe component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. No further anomalies were identified. A complaint lot history examination indicates there were two other complaints for the reported issue. No product sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).